Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed high impedance. The caller questioned if there could be a connection issue. The lead and device are still in use. Follow-up attempts were unable to obtain additional information. No patient complications were reported as a result of this event.